Event description:
It was reported through the patient's representative that left total knee required revision allegedly due to findings in an arthroscopic surgery that allegedly showed "deterioration of the articular surface on the plastic side."